Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, no parts were replaced to solve the issue, software was reinstalled. The ventilator passed all functional and safety tests and was cleared for clinical use. Moreover, patient circuit test failed, software was reinstalled and issue was solved. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint is related with software.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a control error. There was no patient harm. Manufacturer's ref #: (B)(4).